Event description:
It was reported on (B)(6) 2026 that during vessel treatment with a clarity ii device performed on (B)(6) 2026, the device sparked, left a black mark on the patients chin that was wiped away and burn where the black mark was. A member of the cynosure lutronic clinical team contacted the treatment provider and found that vessel treatment is currently not an approved treatment in canada. Additionally, the ICD settings used for treatment were 10/20/10 and these settings have recently been updated to 10/20/10, it is possible that the treatment settings contributed to the spark and burn, however, it cannot be confirmed. To reduce the probability of recurrence the treatment provider was informed that vascular lesion treatments over 60 j/cm2 should utilize an ICD setting of 10/10/10 per the recent update. A customer letter has since gone out to notify customers of this recommended setting update. The event is reportable per FDA medical device reporting title 21 cfr part 803 since a malfunctioned occurred and would likely cause or contribute to a serious injury if the malfunction were to recur.